Event description:
Recovery ivc (inferior vena cava) filter found to be multiply fractured and embolized, with one arm in right ventricle and 3 arms in right pulmonary arteries. Filter removed, unable to remove cardiac fragment, 2/3 pulmonary fragments removed. Pt to be referred for heart surgery as she is probably symptomatic from the cardiac fragment.